Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Due to the alarm, the insulin on board (iob) did not record the amount of insulin that had been delivered after requesting a bolus. Therefore, the customer delivered additional insulin which caused blood glucose (bg) level to decrease to 23 mg/dl. As the customer felt sluggish, the contact assisted the customer with providing juice and candy. The infusion site and tubing were changed to address the issue.